Event description:
The customer used the suspect device to check their blood glucose and obtained high results. Customer doubled and tripled their oral medications. Customer had to go to the hospital due to the readings. The suspect device read greater than 200 mg/dl and his glucose was 119 mg/dl in the hospital. No treatment alleged. Controls not used. The device was replaced and requested to be returned for evaluation.